Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) dropped its battery longevity from 5 years to 3.5 years in a span of 9 months. Boston scientific technical service (ts) confirmed device output was at 2 volts before auto was turned on for right atrial (ra) and right ventricular (rv). Ts discussed that likely the reason for change in longevity remaining was the rv output higher than before turning on the auto. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) dropped its battery longevity from 5 years to 3.5 years in a span of 9 months. Boston scientific technical service (ts) confirmed device output was at 2 volts before auto was turned on for right atrial (ra) and right ventricular (rv). Ts discussed that likely the reason for change in longevity remaining was the rv output higher than before turning on the auto. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this crtp was explanted due to battery replacement. A new crtp was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) dropped its battery longevity from 5 years to 3.5 years in a span of 9 months. Boston scientific technical service (ts) confirmed device output was at 2 volts before auto was turned on for right atrial (ra) and right ventricular (rv). Ts discussed that likely the reason for change in longevity remaining was the rv output higher than before turning on the auto. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this crtp was explanted due to battery replacement. A new crtp was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned accolade was analyzed, and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.